Manufacturer narrative:
(B) (4) - product was requested to be returned for evaluation and has not been received. (B) (4).

Event description:
The customer claims that the unit alarms when no one is in the room. When the mother gets out of the bed the unit does not always alarm. New batteries were installed in the unit. There was no reported pt injury.